Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation. The service center received a single use mechanical lithotriptor v, model bml-v442qr-30, lot number 96k, for the evaluation for the wire guided sleeve that is attached to the basket broke off/missing. The device was received in the original packaging, which was opened prior to receipt at the service center. A visual inspection was performed on the received conditioned device and was observed to be returned without the protective tube. The protective tube is used to prevent damage to the basket during transportation. Under the section of instrument inspection in the information for use (IFU), it states; "remove the protective tube from the basket and dispose of it." This should be done prior to each case, as is also stated within the IFU; "before each case, always inspect the instrument and bml handle according to the following procedures." It is noted in the report, that the protective tube is most likely what the customer is referring to when using the ¿sleeve exchange¿ term, since there were no observed pieces missing from the device. Additionally, it was observed that foreign material was present on the basket at the distal end which implied that the device had been used. The injection port, wire joint, pipe, stopper, insertion portion and basket were observed to have no anomalies. Based upon the evaluation of the returned condition of the device, the user¿s complaint could not be confirmed. The part of the device that the customer stated broke off was not returned for evaluation. The only missing item was the protective tube that is used to prevent damage to the basket during transportation and is supposed to be removed prior to use.

Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. Upon return of the device, an evaluation will be performed, and a supplemental report will be submitted.

Event description:
A report was received at the service center for a single use mechanical lithotriptor v (model bml-v442qr-30), lot number 96k, that broke apart during a procedure. It is unknown if the device was inspected prior to the unspecified procedure. It was reported a physician was using the lithocrush during a stone removal when the sleeve exchange to the basket completely separated and the basket detached from the sleeve. It was reported the item that separated is a wire guided sleeve which is attached to the basket. The physician completed the unspecified procedure with another lithocrush and it was reported there was no patient injury.